Event description:
It was reported to philips that the collimator's shutters were stuck, which can impact imaging. The user performed a reboot, but the issue persisted. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.